Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (back), as treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was returned and evaluated. Corrosion and fluid were observed on the pcb before removal of the top housing. The ratchet gear was discolored due to corrosion. Due to the presence of corrosion, a leak test was performed. Fluid was observed leaking above the o-ring in the reservoir. The battery voltages were measured and found to be lower than expected due to the corrosion. An external power supply was used for data retrieval. Despite several attempts, including the removal of the pcb, the data could not be recovered from the device. The smc could not be measured because a connection could not be made with the master pdm. Without the device data it cannot be determined if the device generated an alarm or if the observed findings contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.